Manufacturer narrative:
(B)(4). The investigation was completed on 06/22/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
On 06/3/2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.17 on a patient admitted for weakness and fatigue. There was no patient information available at the time of this report. The customer states that the patient was later discharged without medical intervention. Customer is returning product for investigation. (B)(6). The customer is not sure if the sample was collected via IV or venipuncture. The customer also states the sample is transferred using a dispensing tip of a third party vendor, not abbott type or recommended. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4).